Event description:
During posterior cruciate ligament reconstruction surgery of the right knee, surgeon was using the arthrex flipcutter ii 8.5mm when a metal piece broke off in the knee. Multiple attempts were made remove metal piece, by use of fluoroscopy and arthroscope visualization. Surgeon was unable to retrieve and remove metal piece from the flipcutter.